Event description:
Report received from the USA stating "the motor was heating and the locking mechanism is not working". The device was being used in a "tympanoplasty" procedure. There was no pt or user injuries reported. The exact day of the event was unknown to the reporter. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).